Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has not received the usm for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the customer contacted the technical support engineer (tse) for phone assistance with difficulty on one of the universal surgical manipulators (usm), and system logs showed multiple errors on that usm, including motor axis message timing issues, communication link errors, servo sync unlocks, brake state mismatch, motor response issues, and maxis errors. Tse recommended a hard power cycle of the patient side cart (psc), but the customer was not able to perform the power cycle at that time, so the customer was advised to perform a hard power cycle at the end of the case and to call back for guidance. It was later reported that the customer followed up with tse with performing the hard power cycle. Tse explained the hard power cycle procedure to the customer, and the customer then disconnected in order to complete the hard power cycle. The procedure was completed as planned with no reported injury.